Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a renal biopsy procedure using the maxcore device. During the procedure, the button/actuator trigger was allegedly stuck, and the stylet (inner needle) failed to release from the primed position when fired. The procedure was completed using another device. There was no reported patient injury.